Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient's neurological status at the time of the event is unknown. Multiple counting of flutter waves contributed to the false detection. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient went to the hospital for evaluation. The patient ended use of the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. An investigation has not yet been completed on the monitor. Device evaluation of belt has been completed at the distributor. The reported problem (patient treatment) was confirmed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Awaiting distributor's evaluation of returned monitor.